Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192. The manufacturer representative (rep) went to the site to test the imaging system. The rep used the manual door open and close procedure to realign the rotor. They replaced the rubber bumper for the door and performed the rotor offset adjustment. Opened and closed the door 10 plus times. Performed system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that door caught the drapes when closed and the gantry would not open. Manual door open procedure resolved the issue. This issue occurred intra operatively and no reported impact to the patient outcome. No additional information was provided.